Event description:
It was reported that the patient experienced unspecified issues with the balloon of an artificial urinary sphincter (aus) leading to its previous removal. A reimplant surgery for this component was performed. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.